Event description:
A physician reported that the probe could not cut and the aspiration was normal during vitrectomy surgery. The procedure was completed after the pack was changed to new one. The patient harm was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector, in a bag, for the report. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face and clear foreign material along the needle. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and was non-conforming for actuation. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at multiple locations along the inner cutter and adhesive was observed on the inner cutter, above the cutter/coupling adhesive bond. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe had a cut failure. The evaluation indicated that the probe had an actuation failure. The root cause for the actuation failure is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The exact impact of the adhesive on the inner cutter cannot be determined from the evaluation performed. The cause of the adhesive on the cutter is due to the manufacturing process of the reported product. A non-conformance investigation was initiated in order to investigate the root cause of the adhesive on the inner cutter. No additional action has been taken by the manufacturing site as the reported cut failure was not confirmed and it appears that the observed actuation failure was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).